Event description:
An rn was unable to remove this central line probably secondary to venous spasm. She planned to apply heat to the area and try again. Before this could be done, the pt's son pulled on the line. The catheter broke leaving a 6" retained portion. The pt was taken to vascular radiology where the retained portion was removed without problems.